Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19. There was no impact to customer's blood glucose level due to this reported issue. Reportedly, the customer was not connected to the pump at the time of the alarm. Customer stated a new cartridge will be loaded onto the pump.